Event description:
Pt had inpatient hospitalization in 2009 for brain resection. During the inpatient hospitalization, the pt had 3 indwelling foley catheters utilized at different times. Two foley catheters were removed by nursing staff, and one the pt self-removed. Prior to discharge, the 3rd catheter was removed by a nurse and the pt voided prior to discharge. Three months later, the pt presented for a scheduled appointment to the outpatient oncology clinic. The patient stated, he had passed an object in his urine the previous week. The object was an approximately 1.5 inch blue piece of plastic resembling a foley catheter tip. The pt gave it to the outpatient practitioner. For clinical follow-up, the pt was seen in the outpatient urology clinic. The pt tested negative for a urinary tract infection and has since undergone an outpatient cystoscopy which was negative for related findings or any other retained object. After investigation, not clear when foley catheter tip broke and was retained.